Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown extremities implant on an unknown date. The patient underwent a revision surgery on (B)(6) 2016 due to bone fracture. (The same patient is treated in (B)(4)).

Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown extremities implant on (B)(6) 2006. The patient underwent a revision surgery on (B)(6) 2016 due to bone fracture after a collision accident. (The same patient is treated in (B)(4)).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: n/a as no reference number was available. The DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient had a bone fracture after a car accident. A zimmer device was implanted on (B)(6) 2006 and revised on (B)(6) 2016. In this complaint only the bone fracture is considered. There are two other complaints which are related to this patient: (B)(4) reports stuck dome lock dome and humeral head and (B)(4) reports pain due to stem loosening. Review of received data: three x-rays were received. One of them was done intra-operatively on (B)(6) 2016. The other two x-rays are also dated (B)(6) 2016. On all three received x-rays a broken bone as reported in the event description can be seen. In the intra-operative x-ray the distal end of the stem can be seen. On the other x-rays the whole tep is visible. No relevant information can be gathered. A surgical report of implantation dated (B)(6) 1996 was received. In that report it is described that the patient received a shoulder tep with not zimmer devices. The surgical report dated (B)(6) 2016 describes the revision surgery. In this report it is mentioned that the patient received a zimmer anatomical fracture (stem) on (B)(6) 2006 . It is also stated that the patient had a bone fracture (periprosthetic humeral fracture) after a car accident. The stem implanted on (B)(6) 2006 was then removed and an osteosynthesis was done with a longer stem. Conclusion summary: the device was not sent for investigation. The received documents were reviewed. No abnormalities were found. The patient, a (B)(6) woman, had a bone fracture on her left shoulder after a car crash. The device was not involved in that event. During the crash the airbag was opened and broke her left shoulder where the anatomical fracture system was implanted. The anatomical fracture system was removed and an osteosynthesis with another zimmer device was done. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).